Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject lead dislodged 4 days after implantation, as evidenced by capture failure and variable threshold values. X-ray showed the following findings: compared to the time of implant, the lead body was less curved in the respective chambers. The pacemaker had moved to a lower place inside the pacemaker pocket. A re-intervention was performed after about 2 weeks, and after re-positioning the lead tip, the procedure was completed. The subject lead remains actively implanted.

Event description:
Reportedly, the subject lead dislodged 4 days after implantation, as evidenced by capture failure and variable threshold values. X-ray showed the following findings: compared to the time of implant, the lead body was less curved in the respective chambers. The pacemaker had moved to a lower place inside the pacemaker pocket. A re-intervention was performed after about 2 weeks, and after re-positioning the lead tip, the procedure was completed. The subject lead remains actively implanted.